Manufacturer narrative:
Correction to previous g3: date received by MFR (should have been 01/31/2023). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a separation occurred on a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿coming apart¿. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.